Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact and multiple counting contributed to the false detection. It was reported that the patient was conscious at the time of treatment. The response buttons were not pressed during the event. The patient was taken to the hospital by his brother. The patient continues to wear the lifevest. There is no additional information available.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital after the event and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4) - (B)(6) 2014 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.